Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: (B)(4) (lancing devices: broken/does not move/ cracked/crushed/split/does not work) the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. Will continue to monitor trends and investigate special causes. Note this is now a discontinued product. Complaints are only being trended for purposes of pms review on the existing product in marketplace. No further investigational actives will occur for the complaint codes listed above. There will be a continued increase in complaint occurrences as the multiuse devices age and fail over time. Investigation conclusion: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. Root cause description: in some instances mechanical failure is due to wear and tear. Rationale: no CAPA necessary based on investigation.

Event description:
It was reported that unspecified bd¿ lancing device was broken. No serious injury or medical intervention was reported.